Event description:
A filter was placed in a pt 10 days prior to laparoscopic gastric bypass surgery. The pt developed hernia post bypass and it was surgically repaired. While in ICU, the pt developed dvt, confirmed by duplex. The pt was discharged from the hosp and then returned to the doctor with leg swelling. Duplex scanning showed dvt of the calf. Three days later, the pt returned to the hosp with shortness of breath. CT scan showed multiple pulmonary emboli in one lung. After the CT, the pt coded and could not be resuscitated.